Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013, 23:44:03. During night drain cycle five, the patient's ultrafiltration reading was 1673ml, indicating the home patient (hp) drained 1568ml more than their maximum programmed fill volume of 2100ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Review of the event log identified the iipv event. The cause of the iipv event was one or more cycles was advanced to the next fill when slow / no flow occurred above the minimum drain volume. Threshold. If additional relevant information is obtained, then a follow-up MDR will be submitted.